Event description:
Manufacturer representative reported devices were removed due to infection. The devices were removed but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.